Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 03/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2016 with the following findings: a review of the black box data showed no evidence of short battery life; any low or replace battery alarms were observed as a result of discharged batteries being in use. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was able secure on to the pump and maintain an electrical connection. The pump successfully completed the ez prime steps. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.